Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section e: initial reporter facility name (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 failed. A field service engineer investigated auxiliary half-height drawer 4-1, where pockets were not detected on the bus and pocket e6 reported a memory read error. Fse cleaned the contacts on the drawer controller boards in both sub-drawers, secured all connections and tightened the hard stop. Drawer tested good in hardware test application and registered pharmacist verified operation by recovering drawer and reloading medications. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.